Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 11/26/2025. Data was further reviewed for the time period of interest. The data indicates that the sensor session started at 10:30 am on (B)(6) 2025. The session lasted for 5 days and ended on 10/22/2025. There were no bg meter calibrations performed during the entire session. The data indicates that the low glucose alert should have been triggered at 11:05 pm on (B)(6) 2025, however an urgent low soon alert was triggered at the same time. Since the urgent low soon alert is a higher priority alert, the low alert never occurred. Of note, urgent low and urgent low soon alert are higher priority alerts than the low alert therefore if both are triggered at the same time, the higher priority alerts will occur. The root cause of the customer¿s experience was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient¿s mobile application displayed a cgm reading of 2.6 mmol/l. However, the patient reported that she did not receive an alert upon reaching her routine low blood glucose (bg) threshold. An alert was only triggered when the urgent low threshold was reached. At the time of the alert, the patient was disoriented. With assistance from her daughter, she proceeded downstairs. A bg meter reading performed by the daughter confirmed a value of 2.2 mmol/l. The patient was treated with juice, a fruit cup, and nasal glucagon spray. The patient did not seek care from a higher-level medical provider. At the time of reporting, the patient stated she was feeling ¿fine.¿ data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.